Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that subsequent to a percutaneous coronary intervention, dyspnea, fatigue, in-stent restenosis and silent ischemic heart disease occurred. In september 2010, the patient presented with dyspnea and chest discomfort. The patient was diagnosed with silent ischemic heart disease and unstable angina. Cardiac catheterization was recommended. Five days from admission, index procedure was performed. The target lesion was a de-novo lesion located in distal right coronary artery (rca) with 75% stenosis and was 18 mm long with a reference vessel diameter of 3.75 mm. A 0.014 inch kinetix guide wire and a 3.5 x 24 mm taxus liberte stent were advanced in the proximal bend of the rca. However, they could not pass the vessel due to suboptimal support and marked tortuosity. Thus, another 0.024 inch non-bsc guide wire was employed using ¿buddy-wire¿ technique. On the second attempt, a 3.5mm x 24 mm taxus liberte study stent was successfully deployed in mid rca extending to the distal rca. Following post-dilatation residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with progressive exertional dyspnea and fatigue. The patient was diagnosed with silent ischemic heart disease and was hospitalized on the same day. At the time of the event, the patient was only on aspirin and the study drug was last taken on (B)(6) 2013. Cardiac catheterization was recommended. Coronary angiography revealed: 40-50% distal in-stent narrowing and 70% eccentric distal edge stenosis of previously placed study stent in distal rca. The physician treated the target lesion with 4.0 mm x 22 mm non-bsc drug eluting stent with 0% residual stenosis. One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and brilinta.